Event description:
According to the reporter, after a spontaneous delivery, the patient had a first-degree perineal tear which need suturing. During the first stitch, the suture detached from the needle. The same issue occurred when a new suture of the same model was used. When the third suture was used, the problem did not occur, and the wound was successfully closed. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: cl-923, cl-923 polysorb 2-0 vio 90cm gs21 x36 (lot # a5e1749y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.